Event description:
It was reported that this right atrial (ra) lead exhibited low, out-of-range pace impedance measurements of less than 200 ohms and noise which was oversensed. An insulation breach of the ra lead was suspected. Technical services (ts) was contacted, and ts discussed programming options. The implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).